Event description:
A consumer reported they had received a poor communication screen on the patient programmer. There was no telemetry with or without the antenna. It was confirmed the patient used the antenna, so it was reviewed for the patient to confirm the antenna was secure and to sync with the implantable neurostimulator (ins). This had not resolved the issue. It was reviewed for the patient to place the patient programmer directly over the ins on the skin and sync. It was reported the patient was not trained under anesthesia. No symptoms were reported. The event was noted to have occurred around (B)(6) 2016. A day later the consumer reported they had received their replacement monitor and tried putting in new batteries but was still getting the poor communication screen. The patient programmer antenna was noted to be damaged. On (B)(6), the consumer called back and reported they were still not able to connect with both replacement devices. The patient was walked through how to sync with and without the antenna, but the patient continued to not be ab le to connect. It was indicated the patient's bladder symptoms had returned as well, about a week ago. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.